Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user could not login to server. A technical support specialist (tss) attempted to log into pes but encountered an authentication error, after which w3 services were restarted, and iis application pools were recycled as part of troubleshooting. Despite these actions, the login issue persisted and the tss followed up with customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was not able to login to the pyxis server and could not pull medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.